Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead migrated and the patient reported several falls. As a result the patient lost effective therapy. Surgical intervention may be planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.